Event description:
The customer reported a leak at the cap piercer of the unicel dxc 600 synchron system. The customer also stated that the cap piercer was not piercing caps. The customer indicated that the leak was contained within the instrument. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and determined that line 118 did not have adequate vacuum. The fse disconnected line 118 from the fittings and reattached the tubing to resolve the issue. The fse stated that vacuum was restored to the line and the cap piercer drained properly following the repair. The fse verified the repair as per established procedures and observed no further issues. Beckman coulter internal identifier for this report is (B)(4).